Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
As of today the lead revision procedure has not been performed or scheduled.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and header along with body fluid contamination in the lead barrels. The bond between the header and device case was intact. The df- seal plug was cut but all other seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this device was explanted.

Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an increase in impedances measurements. The shock impedances are greater than 125 ohms and the right ventricular (rv) pace impedance measurements have a few spikes of approximately 1,000 ohms. Additionally, the right atrial (ra) lead was also exhibiting out of range pace impedance measurements measuring greater than 2,000 ohms. An x-ray has been performed and the image looks unremarkable. Isometric arm movements were performed and revealed no change to rv pace/sense electrogram but some noise was seen on the shock channel. There are no episodes recorded in the arrhythmia logbook and the patient is well and asymptomatic. The alert lead was turned off and the ICD was programmed to use the ventricle only. Further investigation is being performed and the patient is to be re-evaluated in approximately a month. This product remains in-service.

Event description:
New information received indicates that defibrillation threshold (dft) testing was perform and was unsuccessful in cardioverting. The patient will undergo a lead revision procedure at a later date.